Event description:
It was reported that shaft break occurred. An emerge¿ balloon catheter was selected; however, it was noted that the shaft of the device broke. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).